Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as the best estimate based on the date that the manufacturer became aware of the event. (B)(4).

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) on an unknown date. During the procedure, the sponge became dislodged from the device and blocked the channel in the scope. The scope was removed and sent for repair and removal of the sponge from working channel. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.